Event description:
On april 25, 1995, after suffering a fall and injuring his right hip, the pt was seen in the emergency room. Orthopedic consultation with dr. Was requested. On 4/26/95 dr. Reduced a displaced spiral subtrochanteric fracture with a compression screw and 130 degree side plate with eight holes. Five weeks post op, the pt reported no pain and was 50% weight bearing due to prolonged healing. Three months and three weeks, post op, the pt was re-examined after feeling a pop in his right thigh. The x-rays showed a fractured side plate with side screws backing out. The device was removed approximately one week later and replaced with an im rod.